Event description:
Philips received a complaint on the heartstart xl device indicating that the 5 lead ECG cable needs replacement. There was no patient involvement.

Manufacturer narrative:
The rse evaluated the device remotely. It was determined that, 5 lead ECG cable of the device was faulty. The customer was sent a replacement 5 lead ECG trunk cable. The device remains at the customer site and no further evaluation is warranted at this time.